Event description:
The medical center reported that the neonatal eye covers were causing red irritation on the babies in the elastic area of the product.

Manufacturer narrative:
Describe event or problem: the medical enter reported that the neonatal eye covers were causing red irritation on the babies in the elastic area of the product. Deroyal: the reported device has been returned to deroyal for eval. There have been no additional complaints for this part number. The investigation into the root cause has not been completed at this time.